Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the third day of an arterial catheter being in situ, healthcare staff were unable to aspirate or flush the catheter and were unable to use the device for arterial blood pressure monitoring. As a result, no arterial pressure readings could be obtained from the monitor. The arterial catheter was subsequently removed. There were no reports of patient harm, injury, or adverse health consequences associated with this event. The patient was reported to be stable, and no additional medical intervention was required.